Event description:
It was reported that, "this patient got the primary tkr surgery in 2008, suddenly got a feeling of weakness on knee and visited hospital again. Surgeon checked the instability on knee and conducted revision surgery, and found out the broken liner post."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info, has been requested and if received, will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.